Event description:
It was reported this was a vessel closure using the pre-close technique via a 16f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. The suture of the first prostyle was successfully pre-placed. Reportedly, the second prostyle device snapped (separated) at the distal guide in the vessel. Manual arterial compression was applied and ultimately a cut down was performed to successfully remove the separated piece from the anatomy. The sheath was maintained at 16f sheath and the aaa procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela; however, reported clinically significant delay in the procedure or therapy due to the cutdown. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.